Event description:
The pacemaker was in back-up vvi mode due to electrocautery. It is unknown why the patient was undergoing surgical intervention and a device replacement. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Analysis of the device image (entire memory contents) noted the device was in back up mode due to sudden drop in voltage, consistent with the effects of exposing the pacer to an electrosurgical device. After the product code was reloaded, the pacemaker was tested under nominal and field conditions and exhibited normal functionality. The reported event of backup vvi mode was confirmed.